Event description:
The event occurred in thailand. It was reported that during use after the contact cream was applied the rotaflow drive made an unusual noise. The rotaflow drive was exchanged during treatment. No harm to any person has been reported. Due to the exchange of the device during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in thailand. It was reported that during use after the contact cream was applied the rotaflow drive made an unusual noise. The rotaflow drive was exchanged during treatment. No harm to any person has been reported. Due to the exchange of the device during use a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on (B)(6) 2025 the failure was not reproducible and no parts have been replaced. Based on these investigation results the reported failure "rfd noisy" could not be confirmed. However, the reported failure could be linked to the rotaflow risk management file: loosening of fastening (wrong installation, aging). The review of the non-conformities was performed on (B)(6) 2025 and during the period of 2011-09-07 to 2025-06-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive with s/n (B)(6) was produced in 2011-09-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine rotaflow has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.